Event description:
It was reported by the patient that they have heard a patient alert tone daily for two weeks. The physician's office confirmed that the patient has been in contact and was advised to be seen, however, the patient and device have not yet been evaluated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.